Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The pse replaced the da board to resolve the reported issue . The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis of the returned part indicates: the data acquisition pcba was returned for failure investigation (fi) and no failures were duplicated during fi testing; therefore, no root cause could be determined for this report. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that a "check vent: machine pressure sensor auto-zero failed" alarm occurred. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.